Manufacturer narrative:
Product event summary: analysis not able to replicate the reported event; programmer passed functional testing and stayed on for 24 hours without shutting down. However, the lvds (low voltage differential signaling) connection was found loose. Analysis also found the system fan is noisy. It is noted a system error was found in the programmer error log.

Event description:
It was reported that the programmer would intermittently turn off. It was also reported the programmer shuts off while in use. It was noted the service disk has been run twice, however the issue remained. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.